Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available.

Event description:
It was reported by the user facility to terumo cardiovascular that during setup, air entered the arterial line. The product was changed out and the surgery was completed successfully.